Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 42224 was verified. Event log reviewed and found to show the error code/system fault occurred. Use testing performed. The circuit board was replaced to resolve the issue. The problem source is the circuit board.

Event description:
Information was received that the cadd solis pump had error code 42224. No reported adverse effects.

Event description:
Additional information: no patient involvement, the tech's just noticed lec codes had come up when trying to do a yearly preventive maintenance on the pumps. Pumps were sent in to have the codes cleared.